Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced left sided weakness. One day post-procedure, a CT scan and an MRI confirmed a contralateral stroke. Three days post-procedure, in 2009, the patient was discharged to a rehabilitation facility with symptoms improving, but continuing. There was no additional information provided.

Manufacturer narrative:
Study event. There was no rx acculink stent malfunction reported. Stroke is a known possible adverse event associated with the use of the device as stated in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.